Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratches on lcd window and bleeding glass on lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks near the battery compartment of the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.